Event description:
A micro drill medium straight attachment was sent for eval due to overheating during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.